Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device check button stopped functioning today and is the only button that is not working. No adverse event alleged. A request was made for the return of the device.